Event description:
Hill-rom received a report from the account stating the right rear brake not holding. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found broken supports and stems on both casters. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.